Manufacturer narrative:
Device evaluation: one cadd solis vip pump system was returned for analysis visual inspection performed, and product found with no physical damage. Event history log review was performed and found evidence of reported problem. Visual inspection latch cassette, check ehl, and calibration were performed. The customer problem regarding "cassette not attached properly" alarm was duplicated when unlatching cassette. However, the latch lock sensor functioned with no issue and the pump was calibrated with no issue. According to the investigation, the pump downstream occlusion sensor, upstream occlusion sensor and latch lock sensor will be replaced due to its faulty nature. The problem source of the reported problem is faulty component.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited "cassette not attached properly" alarm. It was reported that the cassette latch sensor may have damaged. No adverse effects were reported..